Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver was stuck on the initialization screen and continuously resetting. The receiver case was opened for further evaluation. A receiver log was able to be downloaded by separating the main board from the ui-u1. A. A review of the data log observed a reboot receiver error. The reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.